Manufacturer narrative:
Our firm will continue to make attempts to collect additional info. A DHR was requested. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly executive management review meetings. No conclusion can be drawn. No eval will be performed. Method: device not returned. No eval will be performed.

Event description:
Info received from our (B)(6). On (B)(6) 2010, a patient (pt) reported a medical claim to our affiliate in (B)(6) reporting that he/she experienced an adverse response while wearing 1-day acuvue trueye contact lenses (cl). The pt recently started wearing acuvue 1 day trueye and wore 1 day moist lenses prior to that time. The pt stated that the pt "recently needed new contacts, so on (B)(6) 2010", he/she ordered trueye contacts. The pt stated "I don't wear contacts too often, and when I do it, is normally only for a couple of hours. This new brand was never been comfortable, but on (B)(6), after wearing them for about 3 hrs, I experienced discomfort and took them out. The next morning, I awoke and my eyes were stinging and blurry. I went to the pharmacy and they advised using bleph10 eye drops for infection, and eyes were ok in a couple of days. The next time I used the contact was on (B)(6) and after 5 hours, I experienced a major pain from the lenses and immediately removed them, but the pain was bad and continued all night. I went to my doctor the following morning and he contacted the (B)(6) who advised ocuflox eye drops and said if no improvement, I should go straight to (B)(6), which I did the following day. After 10 days of treatment with ocuflox and a steroid eye drop called maxidex, my eyes have improved, but I have been told never to wear contacts again."